Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s white power lead was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed that the strain relief on the connector side of the controller¿s white power lead was broken. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The integrity of the wires in both controller power cables were evaluated and no issues were observed. A log file was downloaded and data from the event date of (B)(6) 2025 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 01jul2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the white power cable on the patient's system controller had a tear. The controller was exchanged.